Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an unknown call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the pump's black box and alarm history showed multiple battery alarms occuring after consecutive call service 052 alarms. The pump alarmed with a battery alarm when it was powered on. No intermittent condition was found to the printed circuit board. Technical analysis revealed that a processor was malfunctioning.